Event description:
Complainant alleged that during the incoming inspection of the device, the screen displayed a "pacer fault 116" error message. The complainant alleged that there was no pt involvement in the reported malfunction.